Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the side of the bag. The issue was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.